Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was found at 16.9-17.5cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
It was reported that the lead was explanted and replaced due to intermittent high, out of range pacing lead impedance. Loss of capture and insulation damage was also noted. The patient did well during and after the procedure, with no adverse effects.